Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: information from follow up appointment with hcp dated - (B)(6) 2022: date of surgery: (B)(6) 2021 procedure performed: r foot cheilectomy interval history: is here for an urgent visit. She started having worsening pain and swelling on thursday/friday when working with pt. Thinking she overworked herself, she stepped back from her activities, but found she was having worsening swelling and allodynia of her great toe. She has noticed a small amount of clear drainage from her incision. She called the emergency line on sunday and after viewing a picture she was prescribed keflex by myself. As she has not improved since then, she was seen in person today to evaluate. She feels the swelling and erythema has worsened. She notes that it started with vesicles on the side of her toe that have coalesced. She has no known allergies, but had noted her mom had a bad reaction to vicryl sutures in the past pre-operatively. Physical examination ht 5' 1" 1.549 m / wt 148 lb 67.1 kg / bmi 27.96 kg/m² (B)(6) kg 154.9 cm well-appearing, no acute distress, appears stated age alert and oriented x 3 normal affect right lower extremity exam: skin intact and warm, incision healed, mild to moderate swelling of the mtp joint. No distinct vesicles noted not there is significant allodynia along the great toe. Normal gait pulses 2+, sensation grossly intact in all nerve distributions, except altered sensation in great toe, strength 5/5 in all tested muscle groups normal and painless ankle range of motion. Stable ligaments. Pain with significant mtpj rom and limited due to swelling. Radiographs: no imaging today assessment: 1. Hallux rigidus of both feet diphenhydramine benadryl 25 mg capsule gabapentin neurontin 300 mg capsule cbc+plt+diff sed rate esr c reactive protein cbc+plt+diff sed rate esr plan: weight bearing status: wbat hold on pt for now script given for benedryl and gabapentin for pain control cbc, esr, crp labs to eval for infection continue keflex, but consider delayed hypersensitivity reaction f/u on thurs as previously scheduled (B)(6) , md phd assistant professor department of orthopaedic surgery division of foot and ankle surgery (B)(6) post-visit addendum: patient contacted by phone today wednesday and is noted mild improvement in pain and swelling. Labs are reassuring wbc, CPR and esr wnl and likely indicate delayed hypersensitivity reaction instead of infection. Will start a medrol dose pack and zyrtec and stop keflex and benadryl. Okay to continue the gabapentin qhs for pain. Will check in tomorrow to monitor progress. As patient notes her mom does have psoriatic arthritis and other rheumatological conditions therefore will consider referral to rheum workup as well. Attempts are being made to obtain the following information from the hcp. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? How was the suture originally tied (multiple knots, square knot, etc.)? What symptoms did the patient experience following the index surgical procedure? Onset date? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Please provide the onset date/time of the reaction from the initial procedure. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Was allergy testing performed? If so, please describe with results. Are there any photos available? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Were cultures performed? Results?

Event description:
It was reported by the patient that she underwent a r foot surgery on (B)(6) 2021 and suture was used. Post operatively, she had an allergic reaction to the suture. The reaction started with redness and inflammation and led to blisters. Patient can still see the stitches under the skin. Patient is taking zyrtec to treat the reaction. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/9/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 health effect clinical code. Additional information was requested and the following was obtained: on what tissue was the suture used? The suture was used as a subcuticular stitch for closure of a dermal layer of skin. What was the tissue condition (normal, thin, calcified, fragile, diseased)? The skin was previously normal how was the suture placed (interrupted or continuous)? Horizonal mattress sutures were placed. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No noticeable difference in suture placement how was the suture originally tied (multiple knots, square knot, etc.)? 3 square knots were used for each mattress stitch what symptoms did the patient experience following the index surgical procedure? Onset date? The procedure was performed on (B)(6) 2021. There were no symptoms until on (B)(6) 2022 when the patient reported pain and swelling about the 1st mtp joint (site of surgery) with an insidious onset. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? There appeared to be allergic reaction to the suture material. The patient did not improve with antibiotics (as it was initially thought to be an infection) but did improve with a steroid dose pack. The patient has improved at this time, but continues to have stiffness, pain and swelling at 1st mtp joint (site of surgery). Product code and lot number? Unavailable. Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Surgical site with significant diffuse swelling and erythema. Small vesicle formation that coalesced with time and a clear drainage from the healed incision. Please provide the onset date/time of the reaction from the initial procedure. Index procedure was on (B)(6) 2021 with symptoms reported to have started on (B)(6) 2022. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. None. Was allergy testing performed? If so, please describe with results. Patient declined allergy testing but was seen by an allergist who felt this may be a reaction to chromium. Are there any photos available? These were taken when the symptoms were first reported to me on (B)(6). Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No concern for infection prior to procedure. Were cultures performed? Results? Cultures were not performed as there was no wound or return to the operating room. Due to concern for infection at the onset of symptoms, labs were done (cbc, crp and esr) which were all within normal limits. (B)(4).